Event description:
It was reported that the battery had depleted within 31 months from the date of implant; the estimated battery longevity had been 76 months. The ipg was explanted and replaced.

Manufacturer narrative:
Final device analysis results revealed broken welds at the bond wire pads; both b- battery bond wires were lifted from the hybrid bond pad. The epoxy bond was broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.